Event description:
According to the report, the surgeon performed a right thoracotomy on a pt. A reoperation was required due to an accumulation of 20 ml of fluid at the descending thoracic duct. During the reoperation procedure, bioglue was used to reinforce the thoracic duct because it was "flimsy." The pt was unable to survive the reoperation procedure. The surgeon felt that it was possible that the pt died of anaphylaxis. This application represents an off - label use.

Manufacturer narrative:
This investigation is currently ongoing. Any additional info will be provided in the follow-up report.